Manufacturer narrative:
Investigation is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The french authority (ansm) informed arjo about a serious incident with involvement of maxi sky 2 ceiling lift (arjo device) and invacare sling loop (non-arjo device). According to the report provided, the resident was transferred from the chair to the bed. The sling strap loop came loose from the lift spreader bar hook, causing the resident to fall to the floor. The resident sustained a cervical fracture. Treatment provided included immobilization of the resident with a cervical collar.

Manufacturer narrative:
The spreader bar is a lift component used to attach a loop sling for a resident transfer. The spreader bar consists of a single rod with rounded hooks on both ends, with secured locking latches, designed to hold the sling loops in place. According to collected information, only three of four sling strap loops were attached to the lift¿s spreader bar, and the fourth loop had either come loose or slipped off the hook of the lift¿s spreader bar. Based on the product knowledge, it is highly unlikely that the sling loop would detach while a resident is in the sling, due to the downward force of gravity. It seems the most probable that the sling could not be installed according to the instructions for use. The maxi sky 2 instructions for use 001-15698_en rev.16 (IFU) stress how to attach the loop sling to the spreader bar: ¿place the attachment loop onto the hook. Make sure loop is positioned correctly and that the safety latch is closing the hook. Repeat same procedure for all loops.¿ it also includes warning ¿always confirm that the sling attachment loops are correctly attached and remain in tension as the weight of the patient is gradually taken up. This will prevent a patient fall.¿ it should be also noted, that at the time of the incident, a non-arjo sling was used, raising concerns regarding compatibility with the lift system. It is unknown if customer made a compatibility assessment for non-arjo sling. Arjo local sale and service unit recommends to customers to purchase and use arjo sling with arjo ceiling lift. Sum up, it seems the most probable that the sling could not be installed according to the instructions for use. There was no deficiency identified on the system (maxi sky 2 used with sling), it met their specification. They were used as a system for patient transfer and therefore played a role in the incident. This complaint decided to be reportable due to the patient¿s fall from the sling and the serious injury sustained as a result.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.